Event description:
It was reported after cleaning was completed in the reprocessor, black rubber pieces came out of the cleaning tank. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: d8, d9, h3, h4 and h6. Correction on field: d4 (serial number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign object was in the subject device (possibly was a hose inside the reprocessor). Reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.